Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1405504) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported to aci via user facility medwatch report # (B)(4): an elderly female with bilateral lower extremity foot wounds and rest pain underwent ultrasound guided right common femoral access, right lower extremity arteriogram, posterior tibial atherectomy with a 1.25 solid crown, balloon angioplasty of right pt with a 3 x 100 balloon, sfa atherectomy and balloon angioplasty with a 6 x 200 balloon for a rutherford class 5 minor tissue loss of the right lower extremity. She did well intraoperatively and the immediate postoperative period, but then had problems with intermittent hypotension that responded well to fluids. There was concern that she had a retroperitoneal bleed and blood was ordered. She was taken emergently to the operating room for retroperitoneal exploration and identification of the bleeding. There was a hole to the junction of the external and common femoral artery on the anterior portion of the artery. The mynxgrip device collagen had come off completely off the hole and this was likely the source of the bleeding. Around roughly a liter and a half of blood in the retroperitoneum and given that no rhythm was obtained, it was decided that further maneuvers would likely be futile, and the patient was declared deceased. On (B)(6) 2014, the aci sales representative reported that the physician's assistant reported that in his opinion the mynxgrip (6f/7f) vascular closure device had been deployed successfully.